Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing/no atrial sensing. Specifically, intermittent atrial undersensing was noted on atrial tachycardia/fibrillation episodes. (B)(4).

Event description:
It was reported that there was intermittent undersensing occurring on the right atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.